Event description:
As reported by customer, when utilizing a fluid delivery set during a diagnostic procedure, air was noted to be entering the device from the location of the fitting. This was noted during prep. No pt injury or complications occurred. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned by the end user hospital, the device evaluation, review of the device history records, and failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.